Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/29/2018 that on (B)(6) 2018 the patients mother contacted to report sensor kept requesting to be started. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A root cause could not be determined.